Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a non-tortuous and moderately calcified lcx - pda lesion exhibiting 70% stenosis. The device was inspected before the operation with no issues noted. The lesion was pre-dilated. The physician was passing through a complex lesion with the stent, a little resistance observed but without excessive force. However, the stent didn't pass the target lesion and the stent deformed. The physician completed the procedure by removing the deformed stent and exchanged it with another competitor stent. No serious injury reported. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.